Manufacturer narrative:
Pump received with cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
The customer reported via phone call that the plastic transparent ring at the reservoir compartment is broken and the reservoir cannot stay in place. Customer's blood glucose was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.